Event description:
It was reported that this pacemaker was unable to be interrogated and upon magnet placement, no magnet response was noted. No adverse patient effects were reported. This device remains in service.